Event description:
It was reported that following a laparoscopic hysterectomy procedure, there was a burn on the ureter that was not noticed during the procedure and the pt was released. The pt was readmitted and a cystoscopy determined the ureter was damaged. The damage was repaired during an open procedure.